Event description:
It was reported that the right ventricular (rv) lead had high impedance and high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was received in segments with the helix extended. There was intermittency between the pin and the cap on the is-1 connector. All conductors were distorted. Blood/body fluid was observed on all conductors, the outer tubing overlay and in/on the helix/lobe mechanism. Tissue was observed on the helix. The lead was stretched in various places. The outer insulation was torn, had a white substance on it as well as a cosmetic depression. The outer tubing overlay was melted and had cosmetic environmental stress cracking.